Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector p50j needle was exposed after disconnecting the n35 from the vial. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
One sample was received for evaluation by our quality engineer team. Through visual inspection of the samples, the needle of the injector was observed exposed and the grips of the safety sleeve were dislocated. The exposed needle was a result of safety sleeve breakage, which occurs when the injector is not properly engaged. It is important to hold onto only the white components of the injector when engaging or disengaging, and not to touch the blue safety sleeve. If the grips of the safety sleeve are dislocated, the injector is activated which causes needle exposure. The injector must be removed by pulling it straight back, to avoid damage to the grips. If the injector has been forced while engaging, the grips may also become damaged. It is recommended that the instructions for use are carefully followed when using the injector product. DHR review could not be carried out as the lot number is unknown. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd phaseal protector p50j needle was exposed after disconnecting the n35 from the vial. There was no report of exposure, injury, or medical intervention.